Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: summary: ventilator switched itself into standby.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: with this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. Hamilton medical ag has conducted a thorough investigation into whether a malfunction/software failure could make the device switch into standby mode without express human intervention. To date, there has been no instance of this. In order to put the device into standby mode the user has to push the "standby-button" and additionally confirm it by pushing a second button. This is what happened in the underlying case. There was no patient or user harm reported. Since at the time of the event a patient was connected to the device the switch to standby could have led to a deterioration of the patient's health condition due to the unintended ventilation interruption. Therefore, this case will be assessed reportable despite the fact that there was no identified malfunction in the device.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: summary: ventilator switched itself into standby.